Event description:
The customer reported that during a surgical procedure the device was leaking pressure. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences. This type of malfunction poses the risk of systemic exposure to local anesthetic if it were to recur during a bier block procedure.